Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, anenterprise2 4mmx23mm intracranial stent (encr402312, 7469249) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance any more. The physician retracted the stent and microcatheter from patient¿s body and switched to new devices to complete the surgery. The patient is currently stable. A non-sterile enterprise2 4mmx23mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that only the delivery wire component was returned for evaluation, and no appearance of damages were observed. Microscopic investigation revealed a slightly stretched condition on the proximal section of the distal end of the delivery wire. No other damages were observed. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the enterprise system becoming impeded in the microcatheter could not be evaluated through functional testing since the stent was already detached from the unit, the exact time when the detachment occurred cannot be determined; however, the complaint event documented that the stent and the microcatheter were removed, but there was not report of further device damage. The stretched condition on the delivery wire could be the result of the enterprise system being retracted from the microcatheter, and it is not related to the issue encountered during the procedure. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. However, with the limited information available, the root cause remains speculative, and the customer complaint cannot be evaluated. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00465.

Event description:
As reported by the field, during a stent assist coil embolization, a an enterprise2 4mmx23mm intracranial stent (encr402312, 7469249) became impeded in a prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance any more. The physician retracted the stent and microcatheter from patient¿s body and switched to new devices to complete the surgery. The patient is currently stable. The stent body was discarded and only delivery system could be returned.